Event description:
Overdelivery secondary to user programming error reported. The medication order was for morphine 5 mg/ml, 1 mg pca dose with a pt lockout interval of 6 minutes and the four hour limit was not specified. The pump was actually programmed for a 1 mg/ml concentration and a 5 mg pca dose. The morphine vial in use contained 5 mg/ml. The pt received 4 doses of 25 mg each. She became apneic and was transferred back to the recovery room. She received 3 doses of 0.1 mg naloxone and a naloxone drip of 0.004 mg/ml at 10 ml/hr was initiated until her respiratory rate stabilized (24 hours). The pt reportedly recovered without adverse sequelae. No add'l info is available.